Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. H3 other text : device not returned.

Event description:
It was reported that the customer experienced an elevated blood glucose (bg) level reading of "high"; however, specific bg value was not provided. Cause was not known. Customer delivered a bolus via the pump to address bg level. Reportedly, customer continued using pump for insulin therapy.